Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2015, patient underwent transforaminal lumbar interbody fusion and posterolateral fusion surgery in the lumbar region of spine from vertebrae l3 to l5. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. It was placed outside a cage (in the disc space and over the transverse processes). Allegedly, "patient's post-operative period was marked by a period of improvement, followed by progressively worsening low back and bilateral leg pain. The patient's pain symptoms necessitated the implantation of spinal cord stimulator. The patient continues to experience chronic low back pain, with pain radiating into his groin and legs, and up his back. The patient also experiences difficulty sitting, standing, bending, twisting, lifting and walking. He experiences overall weakness and requires a walker or cane to assist in ambulation. The patient suffers from bladder, bowel and sexual dysfunction too."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar stenosis, foraminal collapse and neurogenic claudication and underwent the following procedures: 1) l3 complete decompressive laminectomy with bilateral medial facetectomy, foraminotomy and left unilateral gill procedure. 2) l4 complete decompressive laminectomy, medial facetectomy, foraminotomy and right unilateral gill procedure. 3. L5 laminectomy. 4) left l3-l4transforaminal lumbar interbody fusion utilizing local autograft plus structural allograft. 5) l4-l5 right transforaminal lumbar interbody fusion using local autograph, morcellized plus structural allograft. 6) l3, l4, l5 posterolateral fusion. 7) pedicle screw instrumentation l3, l4, l5. 8) intraoperative use of fluoroscopy. 9) intraoperative use of microscope. 10) structural allograft. As per op-notes,¿ a structural allograft was felt to be appropriate and the disk space packed with local allograft being run through a bone mill and then we packed it in and then we used a tamp to create a channel for the structural allograft, which was tamped into place and recessed. We did a similar process at l4-l5 on the right, except that this was even more compressed. We were able to place an 8 mm graft at that level. Once this was done, hemostasis was firmed up. The wound was copiously irrigated with betadine and peroxide solution, sized for rods. Eight centimeter rods were connected, compressed and torqued to tightness. Crosslink was placed. Decorticated the transverse process and facet complexes. We used 1 small rhbmp -2/acs sponge that has 2 small sponges in it. For the lumbar, we put half of a sponge in the front part of the disk space at l3-l4. We did not use one at l4-l5 because there may have been a cortical endplate breach, so we just did not use it. The remaining sponge and a half were split longitudinally and used out over the transverse processes, which were packed with local autograft and graft.¿ the patient tolerated the procedure well without any I ntraoperative complications.